Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Retain batteries were inserted and flashing lights were observed before meter powered on. Meter was de-cased and internal visual inspection was performed. No issues were observed and faulty component was unable to be identified.   Upon extended investigation, the meter displayed a blank screen and blinking leds (light-emitting diode). The flashing lights and the blank screen is indication of electronic paper display (epd) failure, therefore, the issue is confirmed due to failure of the epd driver.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.